Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 6 years due to severe aortic insufficiency/regurgitation. Preoperative diagnosis: congestive heart failure, severe aortic regurgitation, moderate to severe mitral regurgitation, coronary atherosclerosis, status post CABG x3, hypertension, diabetes mellitus, history of cerebrovascular accident, chronic renal insufficiency. Patient also underwent mitral valve repairs using an edwards' annuloplasty ring.

Manufacturer narrative:
Method: x-ray. Device evaluation: the valve exhibited minimal calcification in the cusp area leaflet 2. Heavy host tissue overgrowth (pannus) encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5-6mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Overall; host tissue was minimal to moderate at the stent inflow and moderate the stent outflow. No vegetation was noted visually in the tissue. Conclusions: device evaluation indicates pannus growth as the primary cause of the reported insufficiency leading to the explant, as well as minimal calcific degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards' manufacturing review confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.